Manufacturer narrative:
The insulin pump was received with battery out limit alarm after battery change due to corroded battery tube. Unit had normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's batteries were running out quickly once installed in her insulin pump. Her blood glucose was 347mg/dl at the time of reporting. She had a replacement battery cap sent to her, but the problem persisted. The insulin pump was returned. No additional information was reported.